Event description:
On return to verathon, a glidescope gvl 4 video laryngoscope (reusable) was found to be missing a piece of lens plastic. There was no reported pt impact.

Manufacturer narrative:
Device eval summary: an inspection showed the glidescope was missing a piece of lens plastic on the side, and there was visible fluid ingress behind the camera lens. The housing was also separated along the seam.